Event description:
During laparoscopic cholecystectomy, the disposable endopouch failed to open properly. Instrument still performed as it should, but was removed from field. No harm to pt. Disposable and packaging given to materials coordinator.